Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction surgery with implantation of a 450cc mentor cpx 4 breast tissue expander. Post-operatively, the patient experienced a traffic accident and was subsequently diagnosed with a deflated left tissue expander. As a result, the patient underwent removal and replacement with a 450cc mentor cpx 4 breast tissue expander on (B)(6) 2022.

Manufacturer narrative:
On march 29, 2022, the mentor analysis lab received the suspect medical device for evaluation. An evaluation was completed on april 07, 2022. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view, measuring approximately 0.1 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the tissue expander is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).